Event description:
(B)(4). -pain in reproductive area. -hair loss. -scalp irritation and rash. -skin irritation/rash that comes and goes. -taste and smell of metal. -stomach bloating. -stomach pain. -sharp pain during intercourse. -sharp pain from ovaries, uterus, cervix and vagina.